Event description:
The customer reported that there is a delay in alarming at the pic ix (20-30 sec) occurring from multiple rooms. It was confirmed that there was no delay in treatment and no harm to the patient.

Manufacturer narrative:
This record will be reported conservatively as there is no confirmation at the present time that the device did not malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer report states that red alarm did not sound on patient in room 2022 on the (B)(6) 2023, though it was confirmed by customer that the alarm was heard but couldn't tell where it came from. The field service engineer (fse) corrected customer on how to read alarms in clinical audit as they thought there were delays in red alarm notifications. The device was operational after the fse corrected the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.